Event description:
A 7 mm diameter x 40 mm bridge assurant biliary stent system was inserted into a pt for the treatment of the superficial femoral artery. The vessel morphology is unk. It was reported that while the delivery system was being advanced through the introducer sheath into the vessel, under fluoroscopy the physician noticed that the stent was not on the balloon. When the physician pulled the catheter out of the pt the stent was still in the introducer sheath and floated out into vessel. The physician inserted and slightly inflated a 2 mm x 5 mm angioplasty balloon and was able to remove the stent from the pt. Another MFR's device was used to complete the case. No add'l clinical sequelae were reported and the pt is fine. The delivery system was discarded by the user facility.